Event description:
The customer reported that she jumped in a lake while wearing the insulin pump. Troubleshooting was performed and found cracks and other damage to the device. The caller stated that the buttons were unresponsive, but the time does advance. The blood glucose reading at time of call was 101mg/dl. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. The customer also mentioned that the device had an error alarm, and it could not be cleared. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a frozen display as a result of a corroded liquid crystal display board. No moisture damage found on the keypad trace. Further testing could not be performed due to the frozen display.